Manufacturer narrative:
The pod arrived not deployed as denoted by the slide insert not being visible in the top housing window. High pulse widths with drive stalls were observed in the data in conjunction with an 0x5c open count too low at end of prime alarm. It can be confirmed that the high pulse widths with drive stalls is the cause of the 0x5c hazard alarm. The cause of the high pulse widths with drive stalls could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.2 hardware: iphone15.4 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that whilst setting up and priming the pod. The pod gave a hazard alarm. The pod was not worn.